Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with swelling around her device site, which was tender to the touch. The patient was admitted to the hospital for evaluation. An attempt was made to confirm what interventions took place, but was unsuccessful. Current available evidence indicates that the pacemaker remains in service. No additional adverse patient effects were reported.